Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer; however a photo was provided and a photo review will be performed. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation to date. The investigation of the reported event is currently underway. The catalog number identified in section has not been cleared in the us, but is similar to the lifestent stent system products that are cleared in the us. The 510 k number and pro code for the lifestent stent system products are identified. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that post stent deployment intended for the femoral artery with access through the superior femoral artery, it was identified under fluoroscopy that the stent allegedly failed to expand. Reportedly, an attempt was made to post dilate with a balloon, however the balloon was unable to pass through the stent. Furthermore, the patient's tracking vessel was tortuous and calcified. Therefore, another stent was used to resolve the issue by overlapping the original stent. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review showed that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. No additional complaint has been reported for this lot number previously. Investigation summary: a video clip was provided for evaluation which confirmed that the stent twisted during deployment in the sfa towards the proximal end. The twisting of this kind of stent is caused by interactions of various use related and anatomical factors with the given stent design. Potential factors that could have led or contributed to the event reported have been evaluated. Based on the information available, a definite root cause could not be identified. Labeling review: in reviewing the applicable labeling it was found that the IFU sufficiently describe the correct deployment of the stent. The IFU states: 'confirm that the introducer sheath is secure and will not move during deployment (...) To ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment. Do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment (...) Initiate stent deployment by rotating the thumbwheel in the direction of the arrows, while holding the handle in a fixed position (...) While maintaining a fixed handle position, rotate thumbwheel to obtain initial stent wall apposition of 1 cm minimum (...) With distal end of the stent apposing the vessel wall, deployment continues with the following method: while maintaining a fixed handle position, place your finger in front of the deployment slide and slide it from the distal to proximal end'. In regards to pta, the IFU states: 'predilation of the lesion should be performed using standard techniques', and 'post stent expansion with a pta catheter is recommended'. (B)(4).

Event description:
It was reported that post stent deployment intended for the femoral artery with access through the superior femoral artery, it was identified under fluoroscopy that the stent allegedly failed to expand. Reportedly, an attempt was made to post dilate with a balloon, however the balloon was unable to pass through the stent. Furthermore, the patient's tracking vessel was tortuous and calcified. Therefore, another stent was used to resolve the issue by overlapping the original stent. There was no reported patient injury.